Event description:
According to the available information a fly was found wrapped in the packaging. The device was not used.

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9634730. Our packaging site made an investigation which conclude: "accidential - random issue; the fly have not been detected at packaging inspection. All relevant procedure have been kept even so this issue happened and the complaint was received. The relevant pestcontrol instruction was checked, no update is needed; vv-0180198 v.11.0 - control of facility in coloplast tat. The production site of urinebag vs has been informed about this issue. They will focus to filter out the fly or other foreign material tainted products in the future. By quality point of view other action is not needed." According to the elements known, quality database was checked and revealed no anomaly in relation to the describe defect, however the defect was observed.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information a fly was found wrapped in the packaging. The device was not used.